Manufacturer narrative:
The customer declined to have their glidescope bflex 5.8 bronchoscope returned to verathon for evaluation. The complaint history record for lot number ft210400 was reviewed with only one (1) additional complaint related to this lot number encountered. Should additional relevant information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope bflex 5.8 bronchoscope, the image on the screen blacked out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.